Event description:
It was reported that there was high impedance on the right atrial (ra) and left ventricular (lv) leads. The ra lead was explanted and the lv lead was inactivated. Both leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analysis found that the outer insulation had a breached depression. All conductors were distorted with blood/body fluid (not obstructed). The outer insulation was breached cut, had a white substance and a cosmetic depression. The helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was tissue on the helix.